Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. Note: this report is based solely on the customer's reported issue. (B)(4).

Event description:
Customer reported that there are spots on the sensor that activate the alarm to sound and there are other spots that do not activate the alarm to sound. The alarm was tested with a different sensor and it works as expected. Issue was found while in use but the customer did not provide a date when the issue was discovered. No patient incident or injury was reported.